Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that piece broke off in the patient¿s wrist during wrist scope. Multiple attempts were made for additional information, however it was not confirmed if the piece was retrieved.